Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a cartridge alarm (alarm 25) occurred. No details regarding the event were provided by the customer. There was no reported adverse impact to the customer's blood glucose level.